Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising.

Event description:
It was reported that the patient experienced bradycardia, dizziness, did not feel well and presented to healthcare facility. X-ray evaluation revealed the right ventricular (rv) lead exhibited broken subclavian crush syndrome with apparent lead fracture. It was also reported the rv lead exhibited sudden spike, and high impedance measures, high thresholds, undersensing and no capture. The rv lead was capped, and remains in the patient. Subsequently, the rv lead was explanted. A different lead was implanted. The patient to be monitored during follow up visits. No patient complications have been reported as a result of this event.